Event description:
It was reported the patient with this ambicor penile prosthesis was dissatisfied as the device deflates immediately after inflation and did not stay rigid. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.